Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The motor device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the motor device cable/cord/wiring was damaged. It was noted that the motor and control were defective, the hose (cord) has a cut, the coupling was worn-out, and the tool did not hold. It was also noted that the device failed pre-repair diagnostic tests for cutter lock assessment, motor thermistor assessment, safety assessment, air pump assessment, and hand control assessment. It was noted in the service order that the device was ¿not working¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.